Manufacturer narrative:
This device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The sterilization documents were reviewed and no complaint related issues were found. According to the attached certificate the sterilization was performed as required. Placeholder.

Event description:
A device report from synthes (B)(6) provides information from a facility in (B)(6) regarding the following: it was reported that the three matrix cases done on (B)(6) 2013 have all become infected and two of those cases have been brought back for washouts already. It is believed that the cause of the infections is the new bone substitute the surgeon was trying, the genex putty. In all three cases he used 10cc along with the sterile matrix implants. There is traceability on all the implants. These are the first infected cases that have been seen in the facility and the only variable that has changed is the bone putty. The supplier of the putty has been contacted and they said that they have never had a problem like this. These matrix cases may end up needed revisions down the line if the infections are not resolved. The patient is doing well. No article was received for investigation and no further information was provided. Three complaints have been opened for each of the three matrix cases, (B)(4). This is report 4 of 12 for complaint (B)(4).